Event description:
It has been reported to philips that the live monitor was not working. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the live monitor is not working. To resolve this issue, distributor replaced the live monitor. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.